Manufacturer narrative:
The calibration and qc results on the e 801 module were ok. A general reagent issue could be excluded. The observed differences in prolactin values generated with the roche assay and the architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys prolactin assay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's sample was initially tested on an architect analyzer at a different laboratory. The architect's result was not reported outside the laboratory. The customer sent the patient's sample for an investigation and was tested on an e 801 module. On (B)(6) 2021, the patient's prolactin result on the architect analyzer was 95.27 ng/ml. On (B)(6) 2021, the patient's prolactin results on the e 801 module were 39.7 ng/ml and 40 ng/ml.